Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered a manual injection to treat the bg level. Reportedly, customer disconnected from the pump at the luer lock before going swimming that day. Customer was reminded to only disconnect at the infusion site, and recommendation was made to consult with health care provider to discuss diabetes management.